Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient woken up due to sharp pains in the pocket area. A review of the device data identified the lead safety switch (lss) had been triggered due to out of range pacing impedance measurements on the right ventricular (rv) channel. The measurements have decreased from 700 ohms to 500 ohms. No adverse patient effects were reported.